Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the values related to the s5 gas blender system were erratic during a procedure. The user changed out the device to continue the procedure. There was no report of patient injury.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. The problem could not be reproduced: the device worked according the specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.